Event description:
Additional information was received stating that the cause of the coil migration into the parent vessel was attributed to the neck shape of the relevant aneurysm. The causes of both the coil unraveling within the microcatheter and the pusher extension damage remain unknown. It is considered that no issues resulted in the damage that was found. The patient has not received, and will not receive, any medical or surgical intervention as a result of the coil migration. There were no changes to the antiplatelet regimen administered to the patient before or after the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that axium prime bare coil embolization was started, via a non-medtronic microcatheter, from the left internal carotid to the aneurysm (an). On the first insertion, the coil was fully inserted, but deviation of one loop outside the aneurysm was observed. Because it was the first loop, about 1 cm was left inside the aneurysm, and behavior suggesting unraveling was observed, so the coil was carefully retrieved. However, complete unraveling occurred within the catheter, so the coil was retrieved as is. The product was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing coil embolization surgery for treatment of an unruptured, saccular, left internal carotid aneurysm with a max diameter of 6 mm and a 4 mm neck diameter. It was noted the patient's blood flow was ordinary and vessel tortuosity was moderate. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). There was no resistance during preparation or use and continuous flushing was used during the procedure. Coil extension was reported in the pusher distal region. The coil was not repositioned. Ancillary devices included headway duo microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.